Event description:
Approximately three years after the index procedure, the pt suffered a myocardial infarction (mi). In 2005, this pt was enrolled into the study for stenting of the distal left main artery into the proximal left circumflex with one cypher stent. The following day the stent underwent planned placement of an aicd for the pre-existing indications of left ventricular dysfunction, premature ventricular contractions, and a history of syncope times two. The pt was discharged on june 8 in excellent condition. During the one year follow-up, it was discovered that the pt was admitted approx seven months later, with chest pressure and underwent angiography. The pt underwent stenting of the saphenous vein graft to the right coronary artery (rca) utilizing a single cypher stent and taxus stenting of the cypher and previously placed bare-metal stents of the left circumflex for in-stent restenosis, utilizing two overlapping. Taxus stents in the distal left main into the distal left circumflex. The pt was discharged the next day in stable condition. In 2008, the pt returned to the hospital for recurrent chest pain. The pt was ruled in for myocardial infarction (mi) with lab results revealed an elevated creatinine kinase of 415 and ck-mb of 10.6. The pt was admitted for non-st elevated mi and underwent cardiac catheterization the next day. An angiogram revealed that the study stent was widely patent. The pt was observed post procedure for three hours and then discharged the same day. The pt's medical regimen was readjusted.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.